Event description:
The patient was outside their room when the nurse noticed that the alaris IV pump was alarming "air-in-line." Upon opening the chamber, the nurse noticed that the tubing inside the chamber was wet with tpn solution. The nurse notified the doctor that the tubing was going to need to be changed. The nurse re-primed a new tpn tubing line and connected it to the patient. Upon examining the leaking tubing, the nurse noticed there was a possible hole in the tubing that sits in the chamber just under the blue hard plastic portion of the tubing. The tubing was bagged and held for further analysis.